Event description:
It was reported by the customer that a bd pyxis¿ medbank tower network was offline. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by network issue. A technical support specialist worked with the customer to perform a reboot and have the network booted back. The system functioned as intended after the technical support specialist troubleshot the device.